Manufacturer narrative:
If new information is received, a follow-up report will be submitted.

Event description:
An associated lead integrity issue was the suspected cause of system noise; however, external sources were not ruled out as a contributing factor. While multiple attempts to attain further details have been requested, to date no further communication has been forwarded regarding resolution.

Event description:
Boston scientific received information that myopotential noise causing oversensing and contributing to periods of asystole had been exhibited. Electrogram information was sent to boston scientific internal technical services for evaluations at which time, myopotential oversensing was confirmed. Technical services provided some troubleshooting recommendations. At this time, no intervention has been performed and no resulting adverse patient effects reported.